Event description:
It was reported that the c-arm would not function due to a broken pin in the lemo connector.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo connector. System operates as intended.